Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. During the procedure, two cases of foam were stuck in the duodenoscope. A water soluble lubricant was applied to the top of the biopsy cap prior to use. The foam piece was retrieved using biopsy forceps during scope cleaning. The procedure was completed with the same rx locking device and biopsy cap. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Device code a0501 captures the reportable event of the sponge detached.